Manufacturer narrative:
Additional manufacturer narrative: the explanted device was not returned for evaluation, and no additional information was provided regarding the reason for explant from the healthcare provider despite multiple follow up attempts by edwards. Bioprosthetic valve dysfunction encompasses multiple failure modes/mechanisms which may occur singularly or concomitantly. Many factors can contribute to the onset and propagation of these failures including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without additional information and/or return of device, the root cause of this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events. Note that this patient had another edwards valve (aortic position) explanted during the same surgery, reference medwatch report #2015691-2014-01867.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that a (B)(6) -year-old female had a mitral bioprosthetic valve explanted after an implant duration of approximately nine (9) years and eleven (11) months and was replaced with another edwards pericardial valve. Despite multiple follow up with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. Note that this patient also had an edwards aortic bioprosthetic valve which was also explanted and replaced during the same surgery.